Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported receiving a weak battery and low reservoir alarm on the insulin pump. The customer's blood glucose was 209 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation, received with operating currents within specification and no unexpected weak battery alarms noted. The low reservoir alarm feature working properly. The insulin pump has cracked case at the battery tube threads, minor scratched lcd window and stained end cap sticker.